Event description:
This event involves a patient who was scheduled for an a-v, arterio-venous, fistulogram because of a clotted fistula. Two of the 4 french ministick sheaths failed when they were being inserted over the guidewire. The tips became burred and could not enter the vessels. A third kit was opened and performed properly. The case proceeded and was completed with no harm to the patient.